Manufacturer narrative:
The lesion was described as de novo. The vessel was moderately calcified and moderately tortuous and there was 95 percent stenosis. Radial approach was chosen for the procedure. A guiding catheter (heartrail 6f) was engaged to the coronary artery and the target lesion was crossed with a guide wire (runthrough). Moderate calcification was observed through the entire lad. Pre-dilation with a high-pressure 2.0x15mm balloon was conducted. Please note: device is distributed outside the united states. However, it is similar to the united states product. Anny additional information will be submitted within 30 days of receipt.

Event description:
The following report was received from the affiliate: during a coronary stenting procedure to the mid left anterior descending when the cypher stent (2.5x18mm) was being delivered to the target lesion, the cypher became stuck and it would not cross the target lesion. Therefore, the cypher was retrieved once and the target lesion was pre-dilated again with balloon previously used in pre-dilation. Although friction with the vessel was still evident, the cypher crossed the target lesion successfully. Then the physician inflated the cypher, but the stent would not expand. Therefore, the cypher was retrieved from the patient and a new cypher stent of the same size was delivered to the target lesion and implanted at 18 atms without problem. Coronary angiography was conducted and the physician confirmed the stent was fully dilated. The procedure was finished successfully. There was no patient injury reported. The product was clinically used, but the product will not be returned for analysis because the product was discarded at the hospital due to the patient infectious disease.